Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the fall-off test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the fall-off test. The cause for the fall off failure on the ecgs was a shorted pins on component u723 (dn pca falloff mux) in the belt distribution mode. Pins 10, 11 and 12 were shorted on component u723. The root cause for the shorted pins cannot be positively determined. No adverse event occurred due to the defective component. The last pt to use this electrode belt did not report any problems.